Event description:
It was reported that there was no lock between the implanted device and the external equipment. External equipment was exchanged and programming changes were made. The issue was not resolved. Device revision surgery has been scheduled.